Event description:
Reporter alleged blood glucose measured 223 mg/dl back to back with a result of 58 mg/dl, when testing was performed within 10 minutes of each other. Customer stated having no symptoms at the time of the comparison, however, no actions were taken or treatment received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.